Event description:
It was reported that the pt's hearing has progressively decreased. Testing confirmed that the device has malfunctioned. Eight electrode channels have hi impedances and there is also a short circuit between 2 electrode channels. Progressive damage to the electrode array is suspected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.